Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body,and electrode tip found no anomalies. However, an inspection of the terminal pin assembly found that there were no set screw marks on the terminal pin, laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture couple of days after the implant. During interrogation, the rv lead had out of range impedance measurements, measuring greater than 3000 ohms. The physician performed a lead revision procedure, and this rv lead was explanted, and a new lead was successfully implanted. Patient was in the intensive care unit (ICU) and there was a significant dropped in the heart rate. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture couple of days after the implant. During interrogation, the rv lead had out of range impedance measurements, measuring greater than 3000 ohms. The physician performed a lead revision procedure, and this rv lead was explanted, and a new lead was successfully implanted. Patient was in the intensive care unit (ICU) and there was a significant dropped in the heart rate. No additional patient adverse effects were reported.